Manufacturer narrative:
No product was returned and no functional tests could be performed. No x-rays, scans, pictures, or physician's reports were provided. These tmj implants were sterilized prior to distribution. For the aforementioned reasons, the most likely underlying cause of this complaint could not be determined. The instructions for use (IFU) for this product states in the section titled adverse events: adverse events that may occur following placement of the total tmj replacement system are listed below. Removal of components(s) including, but not limited to the following: degenerative changes within the joint surfaces from disease or previous implants. Infection (systemic or superficial). Foreign body or allergic reaction to implant components. Facial swelling and/or pain. Neuroma formation. The IFU also states in the section titled patient counseling information: discussion of the following points is recommended prior to surgery. The importance of prompt medical attention if they experience unusual swelling in the area of the implant. The risks associated with a total tmj system (see warnings and adverse events). Post-operative pain relief and return of function varies from patient to patient. This is report one of two for the same event. Report two of two is reported on MFR #0001032347-2017-00340-2

Manufacturer narrative:
(B)(4). Review of the device history records shows the lot was released with no recorded anomaly or deviation. The product remains implanted in the patient and therefore will not be returned for an evaluation. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report one of two for the same event. Report two of two is reported on MFR #0001032347-2017-00340.

Event description:
The patient reported having trouble with her implants. The patient had fluid build up behind the implants. It was described as a "bubble on her face." The patient states her headaches are worse. The patient had the fluid drained in the doctor's office. The doctor prescribed a medication; the patient is not sure of the prescription's name. The patient states she "did not get better."

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2017-00340-3.

Event description:
The legal department received notification of a new claim. Through a review of the legal documents, it was determined that there was new information not originally reported. Date of symptoms onset: (B)(6)2017 including pain, swelling in face and jaw, wound drainage, and intermittent fever.